Event description:
It was reported that during an unk procedure, the device was used once and then stayed shut. Another device was used to complete the procedure. There was no pt consequence. No add'l info was provided.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.